Manufacturer narrative:
During prep, a 6f/7f mynx control vascular closure device (vcd) balloon ruptured right before being inserted into the introducer sheath (unknown). There was no reported patient injury. The device was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, button 1, button 2, and the sealant remained in their manufacturing position, with the stopcock open. The syringe and the procedural sheath were not returned with the device. The device was exposed to blood. Per functional analysis, the inflation indicator and the balloon of the returned device could not be inflated due to a leak on the balloon. Per microscopic analysis, a 7mm taper-to-taper tear exposing the core wire was observed under high magnification, about 3mm from the proximal balloon tip. Since the procedural sheath was not returned, a physical evaluation of any damage on it that could have affected the reported event could not be performed. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- during prep¿ was confirmed during analysis of the returned device. The cause of the balloon loss of pressure was a taper-to-taper tear. The exact cause of the reported event could not be conclusively be determined. Procedural factors, such as excessive force used, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. It should be noted that if the balloon is rapidly inflated or air bubbles are not removed during prep, the excessive pressure might rupture the balloon without activating the pressure gauge. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During prep, a 6f/7f mynx control vascular closure device (vcd) balloon ruptured right before being inserted into the introducer sheath (unknown). There was no reported patient injury. The device will be returned for evaluation.